Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer would like to speak to someone regarding the high sphb readings they are getting on a patient. They consistently getting a 5% reading. They would like to discuss if any preexisting health conditions could cause this. Update on 08/31/2017: according to the customer it is a co issue and not a sphb issue.